Event description:
The rn (registered nurse) accessed the brachial vessel without difficulty (attempted to verify needle in vessel with ultrasound and did see blood return). The PICC (peripherally inserted central catheter) guidewire would only advance about a cm (axilla region). Attempted to insert 3 fr gault introducer (smaller introducer) which would not dilate into vessel. Pulled dilator out of introducer and attempted to just insert dilator (gradually increase opening) but was unsuccessful. Then tried the 3.5 mst introducer (comes in kit with guidewire being reported here). Again, was unable to get introducer/dilator to go into the vein. Attempted to remove introducer and met resistance, so pulled guidewire and introducer back out at the same time. On removal, she saw the guidewire unravel and a broken piece of wire near tip of the introducer. When attempting to pull the guidewire back, it would come out about 1 -2 cm then suck back in. General pediatric surgery was called and came to the bedside and was eventually able to pull out wire. X-ray obtained and no internal guidewire noted on x-ray.